Event description:
While servicing the device, philips authorized service personnel (asp) discovered that the unit would not deliver a shock and that the j14 connector on the therapy pca was loose. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
While servicing the device, philips authorized service personnel (asp) discovered that the unit would not deliver a shock and that the j14 connector on the therapy pca was loose. The noted failure was identified during an onsite inspection of the device by philips authorized service personnel (asp). As a result of the issue, it was determined that the therapy pca would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device passed all operational testing. The device remains at the customer site and no further evaluation is required at this time. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a known working test fixture,an op-check was successfully run with golden boards installed. In addition, a black hourglass on the ready for use (rfu) indicator was observed to be flashing, confirming that the fixture was ready for use. Further testing showed mrx therapy knob was then set to 150j, and the pca failed the operational check. "No shock delivered" for the button test and fail defib. Troubleshooting found that the relay (k3) driver circuitry had failed. Q5, d23 and d25 were all defective. The reported allegation about the "no shock delivered" was verified / duplicated during lab tests. Q5, d23 and d25 were found defective. After replacement, the therapy pca passed all tests during op check and performed as expected.